Manufacturer narrative:
Device investigation: results: there is no visual damage to the pxslim microcatheter or the cerulean guide catheter 4f. A 0.025" mandrel was introduced through the hub of the pxslim catheter an advanced distally without any issues. The pxslim microcatheter with the 0.025" mandrel inside was introduced through the hub of the 4f cerulean guide catheter and advanced through the proximal end of the guide catheter without issue however, toward the distal end; the pxslim microcatheter encountered resistance and required force to advance out of the distal end of the guide catheter. The pxslim catheter outer diameter was measured and was within specification. The 4f cerulean guide catheter and the pxslim microcatheter are not damaged and are fully functional however, the devices are not compatible. The o.d. Of the pxslim microcatheter is slightly larger at 0.0397 in than the i.d. Of the 4f guide catheter measuring 0.03904. Conclusions: the complaint has been evaluated. The complaint indicates that the distal tip of the pxslim catheter could not advance distally through a cerulean guiding catheter 4f. Evaluation of the returned devices confirmed the difficulty described when advancing the pxslim microcatheter through the distal end of the guide catheter. It appears that the inner diameter at the distal end of the 4f cerulean guide catheter is slightly smaller than the outer diameter of the pxslim microcatheter. This creates friction which makes it difficult to advance the pxslim catheter through the lumen of the 4f cerulean guide catheter. The out diameter of the pxslim catheter was measured and was within specification. The root cause of this issue was an incompatibility between the microcatheter and the guide catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. Before the procedure, the distal tip of the catheter could not be advanced distally through a cerulean guiding catheter 4f. Coil embolization in the splenic artery was started with a spiner high flow microcatheter. Physician's comment: I inserted the pxslim090 into the catheter out of the body and could not advance it in the middle of the catheter.